Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d4 - model number: a complete number is unknown, as product serial number was not provided. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI number: unknown as product serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as there is no indication that the lens was explanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - telephone number: +(B)(6). Section h6 -health effect - clinical code: 4581: hs-posterior capsular striae : posterior capsular wrinkles. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. Section h4: device manufacture date: unknown, as the serial number of the device was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer has had an undisclosed amount of cases of posterior capsule wrinkles while using unknown johnson and johnson intraocular lenses (iol). Through follow up we learned this is a relatively expected issue post insertion, for this surgeon. However, he notes it happens with higher frequency when using johnson and johnson iols. No serial numbers were given and there is no specific information regarding the patients. Some patients have floppy or weak posterior capsule that might be contributing to the incidence of wrinkles. In certain cases, these wrinkles impact the final visual outcome and may necessitate early yttrium aluminum garnet (yag) capsulotomy. No further information was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, photographs provided by the customer were evaluated. The pictures showed what appeared to be 2 pseudophakic eyes being implanted with unknown intraocular lens (iol) models. The first photograph showed two edge to edge (from 1:00 and 2:00 to 7:00 and 6:15 respectively) and one mid periphery to edge (6:00) lineal scratch/crack like marks. The second photograph showed two optical center to edge (first center to 11:30 and second from center to 5:45) scratch/crack like lineal marks. Per the marks location, these can potentially cause patient visual distortions in the event the lens remains implanted; however, the definitive clinical impact as well as the incident potential root cause cannot be determined from a picture assessment. The complaint issue "posterior capsular striae" and "yttrium aluminum garnet (yag)" were not identified during photograph evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.